Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set dislodged from her body as the adhesive was not sticking. She was not receiving insulin due to which she experienced diabetic ketoacidosis and high blood glucose level. She took 28 units of insulin through the pump in a 12 hour period without eating. She went to the emergency room for 3 hours and received fluids and insulin as corrective treatment. Her blood glucose level was 712 mg/dl when she arrived at the emergency room. The health care professional had assessed her ketone level as dangerous/life threatening. Subsequently, she was hospitalized, and her blood glucose level was 148 mg/dl when she left the emergency room. She was cleared from diabetic ketoacidosis and her blood glucose level was reduced to target range. During hospitalization, her basal rate was adjusted, and she received fluids and insulin as corrective treatment, which resolved the issue. The infusion set had been in use for one day and there was no permanent damage to the patient. She was hospitalized for two days. No further information available.